Event description:
It was reported that the patient had surgery to receive the newest model device. During the surgery, the physician identified that the patient's vagus nerve was atrophied and a branch of the nerve was enlarged. The physician questioned if the nerve damage could be related to vns since the patient had been implanted since he was (B)(6). Programming history of each of the patient's previous generator was reviewed, and all diagnostics were within normal limits. There was one instance of about excessive duty cycle (60seconds on and 0.2minutes off) for a few months with the patient's first generator. However, there is no evidence that the excessive duty cycle caused the swelling and atrophy of the nerve. The explanted generator and lead were received, but analysis has not been approved to date.

Event description:
Further information was received from product analysis on the generator. Functional testing revealed it could not be interrogated. The generator case was removed and the battery was measured. The results showed it was at end of service. The electrical tests showed the generator performed according to specifications. Analysis on the returned portion of the lead was also performed. The condition of the lead portions was consistent with typical explant procedure. Set screw marks were found on the connector pins indicating there was once good mechanical and electrical connection. No discontinuities were identified and no anomalies were found. However, analysis could not be performed on the portion not returned. No further relevant information has been received to date.